Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device appeared to be oversensing p-waves on the ventricular channel. Review of the egms showed the ventricular lead was oversensing the atrium. Atrial and ventricular lead issues suspected as cause of the reported noise. The physician opted to monitor the leads.